Event description:
The pt was undergoing an open reduction, internal fixation of the left hip with prosthesis. The prosthesis was inserted with the cement and approx 5 mins later the pt experienced hypotension and subsequent cardiac arrest which resulted in the pt expiring. Medical examiner notified and declined the case.